Manufacturer narrative:
The insulin pump had operating currents within specification. No unexpected low battery alarm or battery icon anomalies noted. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had intermittent buttons due to a flattened escape dome switch and corroded keypad traces. No button error alarms noted. The device had a cracked case at lcd window corners. The device had a scratched lcd window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 243 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.